Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for inspection, the angulation function of the device could not be evaluated. Therefore, it is unknown if there is an abnormality with the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Brand name: not populated as model number is unknown. Model number: not populated as model number is unknown. Address: full address of the customer is (B)(6). The subject device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported during an ercp (endoscopic retrograde cholangiopancreatography) procedure, user tried to use this gif scope gif-hq290 (sn: (B)(4)) with an 8.5 fr cotton-leung biliary stent from third party (cook medical) however, due to smaller channel size, the stent got stuck inside the channel. User tried another tjf scope (unknown serial and model not provided) and found with poor angulation and therefore was replaced. The intended procedure according to the reporter was completed using another gif-hq290 scope model with 7fr cotton-leung biliary stent from a third party (cook medical). The patient was under anesthesia at the time of the event. There was no patient harm or injury reported due to the event. No user injury reported. The gif-hq290 scope was reported on the medwatch with patient identifier (B)(6).